Event description:
Nine days after undergoing triple stent implantation, the patient suffered an sat event.

Manufacturer narrative:
A 44 year old male with a history of cad, previous pci, CABG, hypertension, hypercholesterolemia, diabetes, obesity and gerd experienced restenosis nine days post cypher stent implantations. Initially, the patient was admitted with unstable angina and underwent an angiogram that revealed lesions in his lad, proximal to mid rca, svg to rca, svg to first diagonal and svg to second diagonal. This patient's history and aggressive cad puts him at increased risk for mace. Pre procedural medications included asa and plavix. The intra procedural administration of heparin or gpiibiiia and the performance or recording of acts was not reported. The proximal to mid rca lesion was described as 80-90% occluded. No other information regarding the characteristics of this lesion was reported. This lesion was pre-dilated prior to the placement of three cypher stents with minimal overlap. First, a 2.50 x 18mm cypher stent was deployed at an unknown maximum inflation pressure in the distal aspect of the lesion. This was followed by the placement of a 2.50 x 28mm cypher stent at a maximum inflation pressure of 18atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. Lastly, a 2.50 x 28mm cypher stent was placed more proximally at a maximum inflation pressure of 16atm. According to the IFU, the use of more than two cypher stents has not been clinical studied. Post procedure the rca ostium was noted to have a stenosis of less than 50% and the mid anterior and mid anterolateral wall were hypkinetic. There was no evidence of any svg originating from the ascending aorta. The post procedural administration of asa or plavix was not reported. The patient was admitted with unstable angina. The patient's medical history consisted of native coronary artery disease, multiple interventions, coronary artery bypass surgery (1999), occluded vein graft to the rca/diagonal branch, patent graft to the diagonal branch/ima to lad, hypertension, hypercholesterolemia, diabetes), obese and gerd. The patient is allergic to tricor and glucovance. Pre procedure coronary angiography revealed the following: widely patent lmt, lad 100% occluded after giving off a small first om branch, 90% rca lesions in the junctional proximal/mid one third of the vessel, 80% in the mid one third, and 90% in the distal one third. Vein grafts were as follow: occlusions were seen in the (rca) right coronary artery, first and second diagonal branch. (Ima) internal mammary artery to the (lad) left anterior descending artery was patent at the origin, body and anastomotic site with medium caliber lad and luminal irregularities. Medication: atenolol 25mg, lexapro 20mg, lisinopril 5mg, ntg, plavix 75mg, amaryl 2mg, enteric coated asa 81mg, avandia 8mg, prevacid 30mg and zocor 40mg. During the initial procedure, the lesion was pre-dilated with a 2.5 maverick balloon distal/mid/proximal. Thress stents were deployed in the rca lesion, the first cypher stent (2.5x18mm) was deployed distally; the second cypher (2.5x28mm) was deployed mid area at 18 atmospheres and the last cypher (2.5x28mm) was deployed mid/proximal at 16 atmospheres. Post stent dilation was performed with 2.75x30mm quantum balloon at 20 atmospheres, increasing the vessel size to almost 3mm diameter. The stents were deployed with minimal overlap, and the various stenosis of 90%, 80%, and 90% were all reduct to zero percent. Timi iii flow was documented. Post stenting: the rca ostium was <50% stenosis. The lv was normal size, with overall preserved systolic function, and the ejection fraction was 55%. The mid anterior wall and mid anterolateral wall were hypokinetic. The ascending aorta was normal size, and there was no evidence of any vein grafts originating from the ascending aorta. Two days s/p procedure patient first complained of chest pain on exertion, but after the pain was occurring at rest. The chest pain lasted 30 minutes, relived by administering ntg. Prior to admission, in the morning, the patient woke up with cp 5/10 on pain scale, nausea, vomiting, sob and radiating to the left arm. The symptoms were relived with three sl ntg pills, but continue to have pain 1/10 in severity. The patient denies having shortness of breath, occurring only during the chest pain episode. The patient denies symptoms of orthopnea or paroxysmal nocturnal dyspnea, lower extremity edema, but did have some palpitation, some lightheadedness without frank syncope. During admission, the patient had fever, some diarrhea (attributed to new medications), polydipsia, headache, weight loss, muscle pains and appetite loss. Nine days after undergoing triple stent placement, the patient presented with unstable angina. An angiogram showed lesions in the stented right coronary artery. Utilizing a jr 4 guiding catheter, the lesion was crossed with a pt2 .014" guidewire. Follow by multiple dilations of the stented area with a 2.5mm quantum balloon. This reduced the stenosis to 40%, and the timi flow zero to ii. A second balloon 2.75 quantum balloon was inserted and inflations were conduct distal to proximal at 12, 18 and 22(x2) atmospheres. After the procedure, the stenosis was zero percent with timi iii flow throughout the vessel. Another procedure was conducted in the mid-circumflex lesion to the second obtuse marginal. DHR review was conducted and the product met quality requirements for product acceptance. There are patient, vessel, procedural and possible pharmacological factors that may have contributed to this event. This is one of three products with this adverse event, which is associated with mfg report: 3003742446-2006-00145.